Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was unable to capture, even at maximum output. The physician determined the other leads were functioning and sufficient, so the lv output was decreased to preserve battery life, and the lead remains in the patient. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.